Event description:
Impactor broke during use in primary surgery and caused a lengthy surgical delay.

Manufacturer narrative:
Examination of the returned item confirms the observation. Based on the manufacture date of the item, the root cause is attributed to design. Two design changes have been established since this item was manufactured. In 2003 and in 2004. Both changes were established to make this item more robust. There is no trend for failure with instruments manufactured after these improvements. The need for further corrective action is not indicated at this time. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.